Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's hospitalization for high blood glucose levels and dehydration. The customer's blood glucose level had been in the 500mg/dl range. The customer was treated for the highs at the hospital with insulin and IV. The customer states the infusion set cannula was noted to be bent. The spouse states the customer had conducted full set change. The spouse was calling about reimbursement for hospital fees. The customer was assisted with forms.